Event description:
The complainant reported that the clinician was performing an implant of an obtryx system-curved sling system in a female patient. During the procedure, the physician could not get the device's association loop to sit on the device properly so as to allow deployment. The clinician then obtained another obtryx system-curved sling system and successfully completed the patient procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported "fine".

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation as it was discarded subsequent to the event; therefore a failure analysis of the complaint device could not be completed. The reported lot/batch number (0ml5111001) of the device at issue in this complaint had expired on november 30, 2008. The remaining stock of this device at the complainant facility was inspected, there were no other expired lot number for the obtryx system-curved sling system identified. If there is any further relevant information, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.